Event description:
Patient was revised to address pain. It was reported that the humeral stem was loose, and the humeral head and stem were undersized since original implant.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the information provided, as the lot numbers required to review the device history records were not provided. The sales rep states the rotator cuff was intact. There was ossification between the implant and cuff indicating the wrong size of implants (too small) were chosen during the primary surgery. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.